Event description:
Per the surgeon, the patient underwent a skin flap revision surgery in '08 to remove infected skin growing over the abutment. The pt has a primary and a "sleeper" fixture in place. Reportedly, there had been no problems with the fixtures. The revision surgery was completed without any problems.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.